Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call to have changed customer's infusion set eleven times and blood glucose remained high. Customer's blood glucose was 300 mg/dl. Caller reported that customer was taken to the emergency room but did not give further information. Caller was very upset and requested for insulin pump to be replaced and did not want to troubleshoot.